Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump alarmed motor error and had a blank display screen. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump monitored for several days with no blank display anomaly noted. The insulin pump received with normal operating currents. No damage found on lcd isolation tape noted. The insulin pump received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.